Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, trocar's rubber valve came off while the screen was being passed. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch #x70090. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the d12xt device was received with the duckbill out of position and present. The universal seal and the duckbill were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. Due to the condition of the retuned device had no leak tested could be performed to evaluate the reported incident. However, it is known from the history of the device that the condition of the duckbill out of position may lead to insufflation issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill out of position. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch x70090 number, and no non-conformances were identified.